Event description:
Had "ltk" by holmium laser mfg by sunrise tech. After 6 years rptr has developed a severe irregular astigmatism that may lead to the need for a cornea transplant. The machine is dangerous and must be deregulated as long term study is not complete. Rptr had it done in another country there was a second application for a fine tuning but the machine misfired and overdid it. Reading was fine for 5 years but deteriorated rapidly over the last 3 to 4 months. Rptr is now legally blind in that eye.